Event description:
The operating system attached to the device is not updating with patient's I-phone. Patient states his phone is on version 18.4 while the app is on 17.5. Once his phone accepts the new updates, he's not able to downgrade to a lesser version. The incompatibility troubles the patient because the glucose monitoring stalls, or most times, does not work. The patient has been speaking with abbott for over two months regarding the issue and they responded with 'they are working on it'. Patient is visually-impaired. No medications or pre-existing conditions that may aid the issue.